Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds at routine follow-up. The patient's underlying rhythm at the time was 1st degree heart block though their indication for implant was 3rd degree heart block. Upon interrogation episodes of noise and pacing inhibition resulting in dizziness were observed though the patient had not experienced syncope or asystole greater than 2 seconds; a possible dislodgement was suspected. It was further noted that the device was programmed to unipolar sensing. The device was subsequently reprogrammed with increased rv output, bipolar sensing and fixed rv sensitivity. A revision procedure was later performed wherein the physician encountered difficulty removing the lead as the helix could not be retracted despite several attempts. The lead was eventually able to be manually removed and replaced with a competitor product. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The other reported clinical observations could not be confirmed via analysis but may have been the result of the observed lead damage.